Manufacturer narrative:
Corrected information has been provided in d4 (serial). The cause of the major bleed / access site adverse event was determined to be related to the patient movement as the bleed occurred at the time of patient transfer, bleeding stopped with manual pressure, and all other best practices has been followed.

Manufacturer narrative:
The device was not given back to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 72-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. After transfer from a spoke facility to the hub hospital, bleeding was noted at the impella access site. The site was redressed, systemic heparin was placed on hold, and the care team was made aware and continued monitoring. Laboratory results were pending at the time. An additional contributing factor was patient transport. Care was subsequently withdrawn, and the patient expired. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d4 primary UDI number.